Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report difficulty deploying the clip and a foreign body in the patient. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. A clip delivery system (cds) was inserted and the posterior and septal leaflets were successfully grasped. However, during deployed, the actuator knob was turned eight times, but the physician noted that no resistance was felt. It was assumed that the actuator knob was already unthreaded. The physician decided to continue as normal and retract the actuator knob; however, the clip remained attached to the cds. Troubleshooting was performed, but the clip was unable to be released. Therefore, the procedure was converted to surgery to cut the shaft close to the clip. This was successfully performed, and the clip remained attached to both leaflets, reducing tr. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned. In this case, the reported off-label use and inability to deploy the clip could not be replicated in a testing environment as they were related to patient anatomy or patient selection and due to the condition of the returned device (cut l-lock and clip was not returned). The analysis observed a cut l-lock and bent mandrel. In this case, the cut l-lock was due to the user cutting it to detach the clip for the device and the bent mandrel appears to be due to the troubleshooting maneuvers of the inability to clip. It should be noted that the mitraclip ntr/xtr system instructions for use (IFU) states that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. As it was reported that the mitraclip device was used on the tricuspid valve, this complaint is considered an off-label use of the device; however, the off-label use did not contribute to the reported issues. The reported patient effect of foreign body in patient, as listed in the mitraclip ntr/xtr system IFU, is a known possible complication associated with mitraclip procedures. Based on the information provided the foreign body in patient appears to be related to procedural condition due to the inability to deploy the clip. The investigation determined the reported inability to deploy the clip and identified broken mandrel at the crimping cam appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.